Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was advised to swap the liquid crystal display (lcd) panels. The ventilator evaluation and repair is still ongoing. (B)(4).

Event description:
It was reported by a customer in the USA that the 840 ventilator graphic user interface (gui) upper display exhibited small lines across the top. There was no patient involvement.